Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for material deformation and catheter emulsification as the photo review identified material deformation of the extension legs near the bifurcation and both extension legs appear to have a milky white color concentrated near the bifurcation.a definitive root cause could not be determined, labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three months post catheter placement during the treatment of chronic renal failure, the catheter allegedly emulsified. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however photos have been provided. The investigation of the reported event is currently underway. (Expiration date: 12/2020).

Event description:
It was reported that approximately three months post catheter placement during the treatment of chronic renal failure, the catheter allegedly emulsified. There was no reported patient injury.